Event description:
Original surgery for a posterior fusion l4, l5 to pelvis was performed on (B)(6) 2011. The hardware was removed on (B)(6) 2013 due to two broken rods noticed on a post op visit and films within the past six months (date unknown). The patient was not complaining of pain. The surgeon decided to remove the hardware because the fusion was stable. The surgery went fine and no issues were reported. The breakage was below l5, between l5 and the pelvic screws on both sides, instrumentation skipped s1 and went into the iliac crest.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.